Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling their stimulation turn on and off by itself for the last 2 days prior to the report. The patient stated that this was not related to their position and that they have not had any falls/trauma. The patient tried using different settings and continues to have intermittent stimulation. The patient was redirected to their managing physician. No further complications were reported.

Event description:
Additional information received from the patient reported that they met with their hcp who determined that the ins needed to be replaced. The ins was scheduled for replacement on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was having a problem with the device.